Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient noticed they had some incontinence in the last week to 10 days and on saturday they went to increase the amplitude and encountered a por message on the 3037 programmer. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.